Manufacturer narrative:
The initial and repeat results for ise potassium and chloride were requested, but not provided. The customer's calibration and qc recovery were requested, but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. The sample initially resulted with an na value of 159 mmol/l and this value was reported outside of the laboratory to the clinician. The result was questioned because it did not fit the clinical picture of the patient. The sample was repeated, resulting with an na value of 142 mmol/l. An amended report was issued. The na electrode lot number and expiration date were requested, but not provided.